Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that customer had reservoir compartment broken on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.